Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had device broken says ¿check IV set¿ despite all troubleshooting efforts which was resolved with replaced both the upstream and the downstream pressure sensors on the unit, which cleared the error and recalibrated the unit and ran it through all of its preventive maintenance. It passed with no issues. There was no patient involvement.